Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information

Event description:
It was reported that an unspecified physician (therefore unknown if trained in the use of the starclose se device) attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the clip had been deployed at the target groin and a venous sheath was next to the arterial sheath. The venous sheath was manipulated and arterial bleeding occurred at the patient's groin. Somehow it seemed that the venous sheath might have come in contact with the femoral artery and the vessel closure clip. The bleeding was stopped using manual compression for an unspecified period of time. The site indicated that the clip was surgically removed; the time/date of the removal was not provided. The event resulted in prolonged hospitalization. Although requested, no additional information was provided.